Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and the patient not feeling well. On the day of onset, the patient visited the emergency room and was released on the same day, without admission to the hospital. The cause of the peritonitis was unknown. Beginning one day after onset, the patient was treated with an unspecified intraperitoneal antibiotic for three days (medication, dosage, and frequency not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.